Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, and does not know how to treat. Customer declined troubleshooting. Customer was educated on how to program a bolus without entering carb.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.